Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during initial drain. The patient's largest prescribed fill volume (lpfv) was 100 ml and the drain volume was 745 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The assignable cause of the iipv identified via device log review was undetermined. The last therapy was performed five days before the iipv during initial drain, and the therapy was overwritten. The device was in specification relative to iipv's found in the logs. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective / preventive action as appropriate. This issue is being investigated through CAPA.